Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient has a subcutaneous implantable cardioverter defibrillator (s-ICD) and a concomitant cardiac resynchronization therapy pacemaker (crt-p). The patient received an inappropriate shock on two separate occasions due to noise that was oversensed. It is suspected that left ventricular (lv) pacing is causing the observed noise. The caller was inquiring about programming options for both systems. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.